Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil prematurely detached partially within the aneurysm and the microcatheter. The coil was retrieved successfully using an alligator retrieval device. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The implant coil is not included for eval. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.